Event description:
It was reported to boston scientific corporation that a protegen sling system was implanted during a procedure. Two dates were reported with this complaint, (B)(6) 1999 and (B)(6) 2006, it is unknown on which date the procedure took place. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.